Event description:
Consumer claims to have been pierced with the inverness ear piercing at a retail vendor in 2000. A day later one of the piercing sites was red and bothering consumer. 9 days later, consumer removed the earring and sought medical treatment. Consumer was prescribed antibiotics.